Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caller reported a high drain alarm in drain 1 of 13, fill volume 400ml, cycle 13 ultrafiltration (uf) 533ml. The technical service representative (tsr) explained the alarm and possible causes. The caller stated the home patient (hp) did not experience any symptoms of increased intra-peritoneal volume (iipv) and stated full drains are set to every 13th drain. The caller would contact the registered nurse (rn). The caller did not want to swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the reported issue was unable to be confirmed. Per the device's service history record review, no issue were identified that may have contributed to the difficulty of iipv pediatric. The cause for the reported issue is considered to be undetermined. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).